Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx3.5mm flextome¿ cutting balloon¿ was used for an emergency case. After the balloon crossed the lesion, inflation was started. At about 4atm of pressure applied, the balloon was ruptured. The device was removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good.